Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. Device received with pillowing keypad overlay. (B)(4).

Manufacturer narrative:
The event date information and description summary provided with initial report was incorrect. The correct information has been provided in this report. (B)(4).

Event description:
The customer reported via phone call that they went to the emergency room for low blood glucose and seizure on (B)(6) 2020. Blood glucose reading was 32 mg/dl. Customer had a second low blood glucose and seizure on an unknown date before their third low blood glucose and seizure on (B)(6) 2020. The customer was treated with glucagon at the hospital. The customer alleged that insulin pump was over delivering insulin. Troubleshooting for the customer¿s low blood glucose was performed. The customer¿s other blood glucose reading was 469 mg/dl on the day of call on (B)(6) 2020. Customer was treated with manual injection for high blood glucose. Sensor was not used for a year. So, auto mode was not used. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were received emergency medical services for low blood glucose and seizure on unknown date. Blood glucose reading was 32 mg/dl. The customer was treated with glucagon at the hospital. The customer alleged that insulin pump was over delivering insulin. Troubleshooting for the customer¿s low blood glucose was performed. The customer¿s other blood glucose reading was 469 mg/dl. Customer was treated with manual injection for high blood glucose. It was unknown that auto mode feature was active or not at the time of incident. The insulin pump will be returned for analysis.